Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2018, regarding a patient receiving baclofen (2000.0mcg/ml at 400.9mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. It was reported that the patient's pump was refilled on (B)(6) 2018. It was noted that it was supposed to have 5ml of reservoir and he had 25ml. The pump was last updated in (B)(6) 2018. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the patient had been referred to neurosurgeon for pump replacement. No symptoms were noted and oral baclofen use was not required. No complaints of spasms or contractions. It was noted the patient was (B)(6) and weight was unable to be gathered due to wheel chair. The reservoir was removed and the baclofen pump was refilled with 40cc. It was noted the cause of the discrepancy was that the pump was not updated from the last refill on (B)(6) 2018.